Event description:
The triple channel pump failed suddenly while IV infusions of epinephrine, levophed, and diprivan were infusing. The patient's sbp (systolic blood pressure) dropped to the 40s. The nurse pushed epinephrine from the drip bag through the cvp (central venous pressure) line port manually while monitoring the arterial line bp (blood pressure) to rise above 90 systolic.